Manufacturer narrative:
Alleged failure: during a hip fai procedure, 2 nanotack flex anchors failed when attempting to insert in the first pilot hole on the acetabular rim. The first anchor appeared to enter the pilot hole at an incorrect angle, then the tip of the anchor broke. The second anchor worked, but the suture did not deploy/unravel correctly from the guide. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be: user inattention to sutures or incorrect assembly of sutures to inserter. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the anchor broke during the procedure. Additional information received confirms all pieces were retrieved.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the anchor broke during the procedure. Additional information received confirms all pieces were retrieved.